Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Pt reported it was taking a very long time to charge. Lately pt has been charging a lot. Pt would be laying down for 30-45 min and it was only charging 10%. About the same time pt started noticing something was rattling inside the controller. A replacement controller was sent out. No symptoms were reported. Additional information was received from a patient (pt). It was reported that the pt wanted a new implantable neurostimulator (ins) to be put in because the ins drained charge so fast. The pt talked to their doctor about it and wanted to know who their manufacturer representative (rep) was. The pt would shut the ins off at night and put it in MRI mode since it was draining at night. The pt noted that during the night, they would try to get the ins to 90% charge and when they would wake up it would be down to 50% or 40% battery. Then it would take so long to charge for they would have to lay in a certain position to get excellent and could not move for an hour. This started lately in the past year and a half, the pt said it started 9/26/2019 and they spoke with a rep who had them reset the controller then in december it did the same thing. The pt said they were done with this one was old. The pt was redirected to their healthcare provider (hcp).